Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely receiving the patient notifier. It was noted that the right ventricular lead oversensed the noise and the non-sustained ventricular oversensing episodes were present. The patient was brought into the clinic on (B)(6) 2018 and the noise could not be reproduced. The device was reprogrammed but it did not resolve the issue. The patient would continue to be monitored.